Manufacturer narrative:
Evaluation anticipated, but not yet begun. The affected printed circuit board was returned to the manufacturer and is under evaluation at the time of this report.

Event description:
The user of the heart lung console reported that when the gas flow rate was set at 0.2 -0.5 liters per minute (lpm), the blood flowing through the oxygenator was not adequately oxygentated. By adjusting the gas flow rate to 1.5 lpm, adequate oxygenation was achieved, and could be maintained, even after returning the gas flow rate to 0.2 to 0.5 lpm.